Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and did not see noisy signals but noted high out of range pacing impedance. The lead remains in use. No adverse patient effects were reported.